Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was explanted and replaced due to an unspecified failure. No additional information was available at this time.